Manufacturer narrative:
Pump received with no act button response due to flattened button dome switch. Unable to verify for weak battery signal or battery out of limit alarm due to no act button response. No hot on pump noted. Pump received with minor scratched display window and cracked reservoir tube lip. No damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 75 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.